Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the first device had air or gas leaked from the seal and the second device had a broken obturator/trocar. They replaced with another device to resolve the issue in order to complete the case. There was no patient injury.